Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a cut on back under vibration box. There was no alleged device malfunction contributing to the irritation. The patient¿s nursing staff are tending to the wound. Follow up indicated that the wound improved.